Event description:
It was reported that after 9032 joules used the fiber had forward fired during the laser photoselective vaporization of the prostate procedure. The procedure was completed with another fiber. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The observed circumferential fracture at distal side, the potential for forward firing may exist. In addition the glass cap exhibited severe devitrification at output window and there was mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks and mild biological contamination. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob is attached and aligned and can rotate the fiber. Due to the observed glass cap distal fracture, evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
It was reported that after 9032 joules used the fiber had forward fired during the laser photoselective vaporization of the prostate procedure. The procedure was completed with another fiber. There was no clinical consequences to the patient.